Event description:
It was reported from the anesthesiologist in a FDA call and with medwatch report that while in the case using standard/contact emg tube she had issues with intubation where she accidentally extubated the tube while re-positioning the tube. User was providing anesthesia care for an otherwise healthy 66-year-old female patient undergoing total thyroidectomy and partial parathyroidectomy for thyroid cancer and parathyroid adenoma, respectively. After smooth IV induction and bagmask- ventilation confirmed, patient was intubated with medtronic 7.0 nim endotracheal tube (grade ii view, easy/atraumatic intubation). Cuff inflated based on tactile pressure gauging. Less than 10 ml of air inflated. Breath sounds were only detected over right lung field. Cuff deflated and ett repositioned/withdrawn approx 1 cm, cuff reinflated using original technique. Still absent breath sounds over the left lung field. Cuff deflated and ett repositioned/withdrawn approx 1 cm, and patient inadvertently extubated. Patient was reintubated without difficulty. Ent surgeon positioned ett (by rotating ett clockwise/counterclockwise) to maximize neuromonitoring. Breath sounds over left lung field detected. Ett secured with tape. Shortly after surgical incision was made, airway pressures increased, tidal volumes decreased, and oxygen saturation decreased from 100% to 97% (patient was receiving 100% fio2). Capnograph demonstrated positive slope during inspiratory phase, suggesting airway obstruction. Albuterol administered via ett and chest auscultated. Again, no breath sounds detected over left lung field. Discussed with surgeons my concern that the patient was intermittently on one-lung ventilation due to variable ett positioning. User was aware of the serious adverse events reported with these silicone etts and believed such an issue was occurring with this patient; e.g., the ett was either butting up against the bronchial mucosa on the left or the cuff was herniating over theend of the ett and user could only ventilate through the murphy eye of the ett. The patient was stable and tolerating one lung ventilation, and surgeons requested 15 min to complete the left hemithyroidectomy and parathyroidectomy. User allowed them to proceed given the ease of intubation of this patient and her hemodynamic and respiratory stability. Once the left neck dissection was completed, drapes were taken down and user again auscultated breath sounds only over the right lung field. Again, the ett was repositioned as previously and secured. Breath sounds over left lung field were detected, and user allowed surgeons to proceed to right neck dissection. User was immediately prepared to reintubate the patient if needed. Intermittently, throughout the duration of the remainder of the procedure, airway pressures increased, tidal volumes decreased, and oxygen saturation decreased to a low of 96% (unusual for an otherwise healthy patient on 100% fio2). Patient was stable and surgeons confirmed the procedure would be completed within 30 min. User allowed them to proceed. During valsalva maneuvers to ensure surgical hemostasis, oxygen saturation decreased to low 80%s. Surgery was completed, patient emerged from anesthesia and was extubated without incident (continued with intermittent left breath sounds during emergence). Immediately following extubation, oxygen saturation increased to 100% while breathing 100% fio2 via face mask. Patient was taken to pacu without further incident. Case discussed further with ent surgeons who appeared to think user did not understand how to place an nim silicone ett and proceeded to read the enclosed manual to me. User have been practicing anesthesia for 20+ years. User¿s skill set or lack of knowledge was not the problem. Ett was not performing as user accustomed and user was convinced that for some reason patient was intermittently only ventilating via the murphy eye during the case. Case was completed with no adverse events.

Manufacturer narrative:
Userfacility/medwatch report number: mw5154906. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously added imdrf code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.